Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. The 45-day transesophageal echo (tee) was unremarkable. The patient had some neurological changes which prompted a tee in may 2019 which showed a device related thrombus. The patient was put back on oral anticoagulation (eliquis) and the clot resolved. The patient came in last week with new neurological changes. A tee was performed and a new clot had formed on the face of the device measuring 16x5mm. The patient was put back on eliquis.